Manufacturer narrative:
Product analysis: the distal tip was slightly flared. The stent was not returned with the stent delivery system. There were crimp impressions clearly visible along the working length of the balloon. The folds of the balloon were closed. No other damage to delivery system was noted. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a endeavor resolute (rx) drug eluting stent to treat a severely calcified and tortuous lesion in the lad exhibiting 90% stenosis. No difficulties noted when removing the device from the hoop, protective sheath was still present on the stent. No difficulties removing the sheath. Stent was inspected after removal of the sheath, no issues noted. The lesion was predilated once at 16 atm for 5 seconds. 60% stenosis remained after pre-dilatation. During the operation resistance was encountered when advancing the device, no excessive force was used. The stent almost dislodged when crossing the lesion. The device did not pass through a previously deployed stent. The device was removed from the patient, and the deformed stent dislodged externally. The device was replaced by another to complete the operation. The physician commented that the event was due to lesion calcification and tortuosity. No patient injury reported as a result of the event. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.